Event description:
It was reported in a social media post that a fresenius hemodialysis patient went into cardiac arrest during treatment on (B)(6) 2025. The staff attempted to resuscitate the patient, but they were unsuccessful. The patient expired. No further information was documented.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between hd therapy utilizing an unspecified fresenius hd machine and the patient event of cardiac arrest and death. However, there is no documentation to show a causal relationship between the adverse event and use of any fresenius hd machine. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Based on the available information and no allegation or evidence of a malfunction or deficiency, the unknown fresenius hd machine can be excluded as the cause of the patient¿s cardiac arrest with subsequent death.